Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log files. A review of the submitted controller event log file spanned approximately 11 days (15aug2024 ¿ 24aug2024 and 01jan2000 per time stamp). On 16aug2024 at 17:30:25 and 17aug2024 at 11:24:55 while connected to batteries, the no external power activated due to both power cables being disconnected simultaneously. The alarms cleared shortly after activating when the cables were reconnected. On 24aug2024 at 01:50:26 and 02:36:25 the no external power alarm activated while connected to the mobile power unit (mpu) due to both white and black lead voltages diminishing to ~1-2v. This was consistent with a loss of ac power. The alarm cleared on its own shortly after power was restored the first time. The backup battery was able to provide power to the controller during this event. However, the second loss of power resulted in the batteries depleting to 0v. The backup battery was able to provide power for 2 hours until 04:31:45 when the pump stopped due to a full battery depletion. There were no other alarms active in the log file. System controller, serial (B )(6) was not returned for analysis. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The root cause for the first no external power events was determined to be use error by disconnecting both power cables simultaneously. The IFU states in the ¿powering the system¿ section to not use batteries to power the system when sleeping. The patient must always be connected to the power module or mobile power unit for sleeping or when there¿s a chance for sleep. A root cause for the second no external power event was not conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including no external power alarms. The "powering the system" section of the IFU instructs the patient in how to switch between power sources to prevent loss of power. The "patient care management" section of the IFU instructs the patient to keep a flashlight, fully-charged batteries, and battery clips within reach to be prepared for a power outage. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ addresses the user to regularly exchange their 14v batteries when the state of charge leds indicate low power and not to sleep while connected to 14v battery power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log file analysis was requested for a patient that expired. The patient was unfortunately found deceased by family on the evening on (B)(6) 2024. No products would return. The event log file captured several low voltage advisory/hazard events while using battery power. It appeared that the patient let the battery power run down a bit too far prior to changing power sources. On (B)(6) 2024 at 0236 there were low voltage hazard/no external power events noted from what appeared to be a total loss of power to the mobile power unit (mpu). This enabled the backup battery (bb) in the system controller which powered the pump at the low limit speed of 5600 rpm until it was depleted as well. The bb was noted to have lasted almost 2 hours before it was depleted, and the pump turned off. It was stated that the patient was found face down on their bed, and it was not abnormal for the patient to lock themselves in their room and not answer. The cause of death and/or details leading up to death were unknown, and it was unknown if the death was considered to be device related. The device was stated to have operated as expected. The reason for the loss of power to the mpu was unknown.